Event description:
Pt underwent ptfe patch angioplasty of the left femoral artery. Pt began bleeding in pacu and had to return to operating room. Per operative note, the medial edge of the patch either had a break or unravel and the upper half of the patch was disrupted and bleeding. Surgeon oversewed same patch in pt.